Manufacturer narrative:
Reached out to site for initial reporter. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that pre-operatively during the select patient/acquire scans task of a procedure, the image acquisition system (ias) would not boot. The ias kept flashing a green bar and did not get to the displays indicating a connection. The site restarted at least three times without resolution. The site started the ias and mobile viewing station (mvs) separately without resolution. The procedure was aborted. There was no reported impact on patient outcome.